Event description:
Boston scientific crm received information that this patient with a history of sudden bradycardia episodes was noted to have experienced syncope of unknown etiology. It was not clear if true syncope occurred, but the patient's last sudden bradycardia response (sbr) episode noted in the device memory occurring three months prior. The patient's rhythm was noted to be normal sinus rhythm (nsr) at 68 beats per minute (bpm). The patients device was evaluated where right atrial (ra) loss of capture (loc) and undersensing was noted, but not likely related to the syncopal episode. Technical services (ts) was consulted and recommending adjusting the ra sensitivity to sense appropriately as the p-wave measurements were lower than expected, the ra sensitivity was adjusted. Stable impedance measurements within normal limits were reported for this lead. To date, no further adverse patient effects were reported. This device was explanted approximately two and one half years later for normal battery depletion (nbd).

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.